Event description:
The customer reported that the device jaws would no longer open. Additional resection of tissue was done to remove the device. The site stated they believe this may have happened because they were on thick tissue at the time. Another device was used to complete the procedure. There was no bleeding and no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device. Additional device used within this same surgery can be found on MFR. Report # 1717344-2010-00300.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.